Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Bg level was addressed with a correction bolus via the pump, site change, activity, and drank water. Reportedly the customer used the cartridge beyond labeling, the cartridge was leaking from an undefined location, and the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Tandem technical support educated the customer on approved cartridge use timeline. Customer changed the cartridge and resumed insulin delivery.